Manufacturer narrative:
H.6 investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that breakage occurred during use with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter, "tube was centrifugated according to the instructions 30 min , 1600g. When centrifugation was over nurse notice that tube was broken at top part. Tube was covered with the thin folio also during centrifugation, because of avoiding light. Fortunately patient was still in hospital , so it was possible to take new sample."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred during use with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. The following information was provided by the initial reporter, "tube was centrifugated according to the instructions 30 min , 1600g. When centrifugation was over nurse notice that tube was broken at top part. Tube was covered with the thin folio also during centrifugation, because of avoiding light. Fortunately patient was still in hospital, so it was possible to take new sample."